Event description:
It was reported that the patient was implanted on (B)(6) 2022 and remained in the intensive care unit (ICU). There were no issues during the implant procedure. Respiratory weaning was not possible as the patient did not wake up after tapering the anesthetics. The patient suffered from a severe, infaust stroke, diagnosed via computed tomography (CT) scan during the last days. The patient passed away due to the stroke on (B)(6) 2022. According to the ventricular assist device (vad) coordinator, the pump was running as expected and no device issues were mentioned. Autopsy was not performed and device was not explanted and will not be returning for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced left anterior descending artery (lad) stenosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed away. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced diffuse embolic storms in the postoperative course in the intensive care unit (ICU).